Event description:
New information notes product is no longer returning.

Manufacturer narrative:
Additional information: update to h6 codes, device is not returning.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the pacing dependent patient presented for in-clinic follow up. Device interrogation revealed over-sensed noise exhibited by the right ventricular lead showed that resulted in pacing inhibition. The lead was explanted and replaced. The patient was stable.